Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited noise, undersensing and loss of sensing. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.